Event description:
It was reported that a few days after implant, dizziness and presyncope occurred due to ventricular oversensing. Stimulation was inhibited when manipulating the device pocket. A revision was done at that time. The leads were found properly fixed in the header, no lead problem could be observed. All measurements with the analyzer were ok. When the physician tried to reconnect the leads, a fixation problem occurred. Despite using several wrench kits, the ventricular lead could not be fixed. The device was explanted and a new enrhythm device implanted. The leads could be fixed properly to the new device, but the oversensing problem was still present. The rv-lead was capped. No patient complications have been reported as a result of this event.